Manufacturer narrative:
Results: the returned penumbra system jet 7 reperfusion catheter (jet7) was ovalized at approximately 7.0 cm from the hub. The device was fractured at approximately 107.0 cm from the hub. The distal fractured portion of the jet7 was not returned for evaluation. Conclusions: evaluation of the returned jet7 revealed a fracture. If the jet7 is forcefully retracted against resistance, the device may become fractured. Multiple attempts were made to obtain additional information regarding the procedure but were unsuccessful; therefore, the root cause of the resistance could not be determined. Further evaluation revealed an ovalization. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 kit (kit). During the procedure, while retracting the penumbra system jet 7 reperfusion catheter (jet7) proximally, it became stuck and, subsequently, the jet7 became ¿unraveled¿. No additional information is available.